Event description:
Revision surgery; the pt was in pain and had loss of motion.

Manufacturer narrative:
On (B)(6) 2012 an agent informed djo surgical that a patient had a revision surgery to address a painful knee with loss of motion. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There is no information provided in this complaint relating to patient contraindications or physical activity level which might have also contributed to this event. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows 20 prior complaints associated with this part number. No other complaints were identified involving the subject lot. The root cause of this event was reported to be pain and loss of motion. The cause of the pain and loss of motion could not be determined with confidence since the explanted device was not returned for evaluation. There are no indications of a product or process issue affecting implant safety or effectiveness.